Event description:
The pt ((B)(6)) received an scs system which included an ipg, on (B)(6) 2009. It was reported that after two months of use, the ipg ceased to provide stimulation. The ipg was explanted and replaced. The explanted ipg was returned to the MFR for analysis. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Eval, method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Based on last-used parameters down loaded, implant duration, and testing this appears to be battery passivation. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans defers to the pt's physician regarding medical history.